Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that the haptic got stuck behind the optic and it was confirmed the issue was noticed after the lens had been inserted into the eye. The lens was implanted successfully and there is no patient injury or delay in surgery reported.

Manufacturer narrative:
The injector of the pcb00 unit was discarded after implantation and the lens remains implanted to date. Thus the reported complaint could not be verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the mrr for this complaint and/or similar issues. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.